Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. (B)(4)

Event description:
It was reported that on (B)(6) 2011 the right atrial lead dislodged and was repositioned. On (B)(6) 2011 fluoroscopy revealed that the lead had dislodged again. The lead was explanted and replaced.